Event description:
The surgeon reported that during the irrigation flow decreased rapidly with the anterior chamber collapsing and a posterior capsule tear occurred. The surgeon then converted to I/a and then a system message displayed. The customer stated there was no problem found with the system. The cassette was replaced and the surgery was completed. The customer stated no additional information is expected.

Manufacturer narrative:
The single use cassette had been re-used twice. The cassette was received for in house testing and passed functional testing. The root cause of the patient event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency is within known levels for this event.